Event description:
The pt is an adult c5 spinal cord injury pt who had a synchromed pump and catheter implanted a few months ago. Pt was receiving 611 mcg/day intrathecal baclofen for intractable spasticity. They underwent a surgical procedure to treat a lumbo-sacral decubitus ulcer, and during the operation their catheter was cut unintentionally. The catheter was removed from the spinal canal. Over the next 36-48 hours, the pt experienced intrathecal baclofen withdrawal syndrome with rebound spasticity and rigidity, fever, and an abnormal mental status. Hepatic, renal, and coagulation functions were not mentioned. Oral baclofen was escalated from 20 mg qid to 160 mg/day. Oral dantrium was increased from 75 mg/day in divided doses to greater than 100 mg/day IV. The pt was then taken to the o.r. For catheter placement to restore intrathecal baclofen administration with stabilized and improved pt condition.